Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with dislocated hip. Patient was taken to surgery and a revision of primary was done. The accolade 1 had a worn trunnion and femoral head disassociated from stem. Stem was found to be too damaged to put another head as replacement. Therefore revision was done . The femoral component, femoral head and poly were removed and replaced.